Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps failed to attach to the port. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to fail the mechanical engagement when placed on the system. The instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of the logs showed four 22020 engagement error codes. There was an additional observation that was related to the reported issue. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tenaculum forceps instrument was not used during procedure. Once the instrument was installed, it began to malfunction immediately. The instrument was replaced.

Event description:
Refer to h10/h11 for follow-up information.